Event description:
The pt felt a tingling sensation in her back and down her leg even when the device was off. Impedances were within normal limits. The pt didn't want to try reprogramming because the sensation intensified when the device was on. The system was removed. Post-explant, a possible cause for the pt's symptoms was identified (details not provided) and the pt was scheduled for further testing.

Manufacturer narrative:
(B)(4).